Event description:
It was reported that during a bronchoscopy procedure, a partial deployment and suture breakage occurred. It was noted that the pt underwent a previous partial right bronchial removal and this procedure was being performed for treatment of a 3cm stenosis located in the right bronchus. The ultraflex tracheobronchial 14mm x 4mm stent delivery system (sds) was advanced to the lesion. Upon attempting to pull back the ring to deploy the stent, the stent was only able to be half deployed and the deployment suture broke. The remaining suture was located inside the stent catheter, however, the suture broke again. The physician advanced a biopsy forceps and was able to grasp the suture to successfully complete deployment of the stent. The pt's status is reported as "stable".

Manufacturer narrative:
.